Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 6.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the target lesion. However, upon first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.